Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The tip on the applier broke while in use. There was no patient injury. The tip did not fall in the patient. Another applier was used to complete procedure.

Manufacturer narrative:
(B)(4). The DHR for the lot number provided was reviewed and found complete without any irregularities. Lot no. 06f1520370, complaint no. (B)(4) - this instrument was manufactured at the (B)(4) as part of a (B)(4) piece lot in may of 2016. Evaluation of the returned instrument showed that one of the jaws is broken off thus validating the complaint. All instruments are 100% visually inspected and tested for proper function at the (B)(4) prior to shipment. No irregularities were found and/or reported at the time of assembly and inspection of the product which are standardized processes for all instruments manufactured at this facility. Under magnification the end of the tube is bent outward or to a side direction, the drive rod is bent, and there is evidence of excessive force on the 1 jaw that was returned (material has been displaced). Past experience has shown these specific damages either individually or as a combination are usually caused by dropping of the instrument onto the tip, using excessive force to close a clip over something larger than what it was intended for, or someone other remarks: trying to re-straighten the alignment of the tip to shaft assembly. Due to these findings no corrective action is required at this time.

Event description:
The tip on the applier broke while in use. There was no patient injury. The tip did not fall in the patient. Another applier was used to complete procedure.